Event description:
It was reported that the pt had the device removed due to infection. No pt symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.